Event description:
It was reported that a user experienced hyperglycemia after eating a cheese stick on the first day back on the ilet pump following approximately one month off the pump due to sensor unavailability, with reported glucose values decreasing from 286 mg/dl to 253 mg/dl during the call. Symptoms included no reported clinical signs or conditions beyond elevated glucose readings. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to determine a device-related problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.